Manufacturer narrative:
The concerned primus was tested according to draeger specification. The electronic log file which consists of a user log and a device log was available for investigation. Due to activities after the reported event a part of the relevant user log section had already been overwritten so that user data was not available for the reported time of the event. Hence, it was not possible to reconstruct the course of events exactly. Based on the device log entries there was no technical failure. The ventilator provided the set volume and based on the logged inspiratory oxygen concentration (90%) sufficient fresh gas was available. The device detected a combined flow and pressure apnea which resulted from a significant circuit leak caused by temporary disconnection of the pt. In this case the primus will generate corresponding visible and audible alarms. The primus was tested according to draeger specification without deviation. Especially the alarm functions operated as specified. No device failure could be found.

Event description:
It was reported: the pt was not receiving oxygen. Pt subsequently expired.